Event description:
It was reported that the tidal volume is not right, parameters cannot be measured. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: follow up with the customer indicated that the device alarmed during testing to with the low tidal volume alarm. The local affiliate confirmed with the customer that the air flow sensor had failed and was repaired or replaced by a third-party service. Part was not returned for failure investigation (fi). If additional information or if the product is received at a later date, this complaint will be re-opened and re-evaluated accordingly. Based on information provided and/or service performed the reported issue was confirmed. The device was not being used for treatment when the reported failure occurred. The investigation concludes that no further action is required at this time. H11: corrected data: b5 the failure occurred during testing, not during clinical use.